Manufacturer narrative:
Manufacturing and quality control data: because the serial or lot number of the device is unknown we are not able to trace production and quality control data. We confirm all parameters have been inspected and approved during the manufacturing. We assure that production and quality control ensure that only products conform to specifications are made available on the market. Conclusion information: an investigation was not possible because the product is not available. With reference to the reason for the complaint, we would like to point out that deposits inside the valve could be affected the functional impairment. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis.

Event description:
It was reported that a shuntassistant 2.0 20 (part # fx102t) was implanted during a primary procedure performed on an unknown date. According to the complainant, the patient underwent a revision procedure on (B)(6) 2022 to explant a shunt assistant along with another manufacturer's valve. Reportedly, when the new shunt assistant (part # fv251t) (ref. MDR ID 2916714-2022-00052) was hooked up to a manometer, the valve did not appear to work with the manometer. Reportedly, it did not shut off when in the upright position. The device was removed and replaced to complete the procedure. The explanted valve was accidentally disposed of by the hospital coordinator. No patient complications were reported as a result of the revision procedure. A five (5) minute delay was reported as a result of the event. It is the same patient as MDR ID # 2916714-2022-00052.